Event description:
It was reported that the pwd had elevated glucose due to a bent cannula. She changed the infusion site at the time of the event and gave a manual bolus through the pump. Emergency services were not needed. The event occurred while in use with the patient and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.